Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings. On investigation, battery compartment crack was found at the case seal below the grip pad. The bolus button cover was found missing and the button function was not tested. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.